Manufacturer narrative:
Date initial report sent: 10/27/2009.

Event description:
Procedure: sigmoidectomy. According to the report: leaking occurred post firing of the device, and the patient was sent to the ICU; it was reported that the patient lost two units of blood rectally after the first six hours of surgery, and then the bleeding stopped. No further information was provided.